Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood gets caught in the line during patient infusion while using a one-link needle free intravenous (IV) connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.